Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device could confirm the stated failure mode. The threads on the device is fractured, rendering the device inoperable. The device was manufactured in 2016 and shows signs of extensive. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during set up or inspection for a trigen intertan procedure, the thread on ruler are broken/stripped. Noticed before case. Used back up for case. No delay reported. No harm to patient or staff.